Event description:
A patient had completed physical therapy evaluation and was returning to her car. The husband was pushing the patient in the wheelchair through the parking lot when the left footrest swung outward, dropping patient's left foot onto the ground. The patient had extreme pain in the left knee and was brought back into physical therapy department by reception desk staff. Ice was placed on left knee and the patient's physician was contacted. The physician advised the patient to go to emergency care (ec) for evaluation. The patient was transferred to the car with assistance of a nurse and physical therapist. The husband took the patient to ec. The patient was very anxious and in severe pain. The wheelchair was inspected, fixed and returned to service. The wheelchair is 8 years old and it is a gf health products wheelchair traveler.